Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that a primary infusion of IV heparin 25,000units/250ml was started on (B)(6)2021 at 2045 to infuse at a rate of 9.7ml/hr and a dose of 14u/kg/hr. The IV heparin bag was found empty at 2355. The pump module was reported to have been programmed correctly for heparin infusion and was double checked by a lead clinician after the event. There was a patient involvement and the patient had a critical aptt. Patient monitoring was increased and was placed on bedrest to prevent hemorrhage. Frequent blood draw was done for aptt levels. It was noted that the coagulation was corrected.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a primary infusion of IV heparin 25,000units/250ml was started on (B)(6) 2021 at 2045 to infuse at a rate of 9.7ml/hr and a dose of 14u/kg/hr. The IV heparin bag was found empty at 2355. The pump module was reported to have been programmed correctly for heparin infusion and was double checked by a lead clinician after the event. There was a patient involvement and the patient had a critical aptt. Patient monitoring was increased and was placed on bedrest to prevent hemorrhage. Frequent blood draw was done for aptt levels. It was noted that the coagulation was corrected.